Event description:
It was reported that the patient presented with shortness of breath and palpitations, which were determined to be due to the right ventricular (rv) lead impinging on the tricuspid valve, resulting in tricuspid regurgitation. During the rv lead explant procedure, the right atrial (ra) lead became dislodged. Consequently, both leads were explanted, and the ra lead was successfully replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events were valvular regurgitation resulting in shortness of breath and palpitations. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any indication of conductor fractures or internal shorts. No anomalies were detected.